Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The complaint cannot be confirmed. It was stated that the sensor was inserted at the patient's arm. It should be noted that the pediatric dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was not firmly attached to the sensor pod. The sensor wire was inserted at the arm on (B)(6) 2015. No additional event or patient information is available.